Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that while sleeping the infusion set's tubing came apart from the connector. The site was at the left side of stomach and the pump was in the pocket, clipped to the shirt. The infusions had been in use for 12 hours. The infusions were stored in a dry closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.